Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 01-nov-2024 h3. Device eval by manufacturer- yes bd received 18 samples for investigation. The samples were evaluated by visual examination for defective locking mechanism and 4 of 18 customer samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield detached from the device. This occurred with 27 devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield detached from the device. This occurred with 27 devices. There was no report of adverse impact to patients or users.